Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - when did the event occur? (Before use on patient, during dispensing or during use on the patient) >during use on patient - was there any adverse consequence associated with the patient? > not reported. - were both devices (ep8729h lot tcbexh and ep8729h lot tcbejq) used in the same procedure or in different procedures? >a total of 6 surgeries were impacted with this failure event. A total of 10 sutures lot tcbexh and of 3 sutures tcbejq are impacted. Not able to indicate the combination between lot, quantity and surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide procedure date(s). - was there any adverse consequence associated with the patient? - how many sutures are involved related to the needle pull off? - could you please advise which product had a needle falling off the thread (ep8729h lot tcbexh or ep8729h lot tcbejq)? - how many sutures are involved related to the suture breakage? - could you please advise which product had a broke thread ep8729h lot tcbexh or ep8729h lot tcbejq)? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-02921, 2210968-2024-02922, 2210968-2024-02991, 2210968-2024-02992, 2210968-2024-02916 ,2210968-2024-02917, 2210968-2024-02963, 2210968-2024-02964, 2210968-2024-02965, 2210968-2024-02966, 2210968-2024-02968, 2210968-2024-02969.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2024, and suture was used. The sutures broke very easily and/or the needle detaches from the wire. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received, one needle suture piece that pertains to product code ep8729h. The product code is double-armed. During visual inspection of the returned sample, the swage and attachment area were observed as expected. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, the other needle was not returned for evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.